Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a low energy message during a lasik procedure. Reporter indicated energy check was performed and procedure was completed. Patient outcome was reported as good.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. During a onsite visit the fse (field service engineer) ran test to recreate the reported event and made sure all energy sensors were reading correctly. Review of the logfiles for the day of treatment shows during start up the system passed successfully all initialization steps and the user performed the gas change and the energy check and skipped the scanner test. Before the user started with the first treatment on that day a further energy check was performed this failed due to the warning message of internal energy too high. Not in required range of 20%. Continue by pressing the laser pedal. The user was able to perform another two energy checks successfully before starting the first treatment. During the second treatment the 20% energy warning appeared again, but the user continued the treatment and was able to complete it without any further issue. The following energy check shows no further issue. The user performed further 18 treatments successfully without any issue. No further warning or error message occurred during the day. No more information available. Root cause per fse stated as cause of error was attributed to humidity. (B)(4).